Event description:
It was reported that there was oversensing of noise from an emi source likely from physical therapy treatment. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of oversensing. Two ventricular non sustained tachyarrhythmic episode with ventricular rate less than 210 milliseconds and one ventricular fibrillation episode with ventricular rate less than 190 milliseconds were recorded in the device on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.